Event description:
It was reported that a computerized tomography scan of the chest performed one month post implant noted the right ventricular (rv) lead was "outside the confinement of the ventricle" and had dislodged. A lead revision and pericardiocentesis was performed. The lead remains in use. The patient is a participant in the adapt response clinical study. No further patient complications have been reported as a result of this event.

Event description:
Additional information was received and reported the patient had presented to the emergency room with complaint of palpitation sensation and hiccups and felt like someone "sitting on abdomen and jumping". The patient was found to be pacing in the diaphragm. Reprogramming was performed and the lead remained in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.